Manufacturer narrative:
Investigation: one photo sample was provide for investigation. Through visual inspection, a clear particle was observed. A device history review was performed for reported lot 1807701, no deviations or non-conformance's related to the reported issue were identified during the manufacturing process. Fragmentation testing is performed for protectors to evaluate the quantity and type of particulate matter generated by the injector when mated with other components after multiple activations. The results of the fragmentation testing for reported lot were reviewed and found to be within specification. Based on the available information we are not able to determined a root cause at this time.

Event description:
It was reported that a clear particle could be seen in the bd phaseal¿ optima protector (p20-o) that contained "cyclophosphamide" during use, and that it had been clear prior to drawing up medication with a phaseal¿ adapter and injector. Additionally, the same foreign matter was seen while drawing up "herceptin and paclitaxel" during previous days. This complaint was created to capture 1 of 7 related incidents. The following information was provided by the initial reporter: "the following email message was received: hi [...], we seem to be having another issue come up in the last couple days. As seen in this picture, it looks as if there is a clear particle in the syringe that contains cyclophosphamide. It is unclear where this came from. The product was clear prior to drawing up. We used the phaseal adaptor and an injector when drawing up. This was also seen with two other drugs (herceptin and paclitaxel) over the past couple days but I was just made aware now. Could this be coring? The lot and expiry for the injector is 1806708 exp 11/30/2019. We do not have the lot and expiry for the adaptor as this was added to the cyclophosphamide yesterday or the day before. Please advise on next steps. Also staff are asking for education on how to filter if they continue to see this occur."

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a clear particle could be seen in the bd phaseal¿ optima protector (p20-o) that contained "cyclophosphamide" during use, and that it had been clear prior to drawing up medication with a phaseal¿ adapter and injector. Additionally, the same foreign matter was seen while drawing up "herceptin and paclitaxel" during previous days. This complaint was created to capture 1 of 7 related incidents. The following information was provided by the initial reporter: "the following email message was received: hi [...], we seem to be having another issue come up in the last couple days. As seen in this picture, it looks as if there is a clear particle in the syringe that contains cyclophosphamide. It is unclear where this came from. The product was clear prior to drawing up. We used the phaseal adaptor and an injector when drawing up. This was also seen with two other drugs (herceptin and paclitaxel) over the past couple days but I was just made aware now. Could this be coring? The lot and expiry for the injector is 1806708 exp 11/30/2019. We do not have the lot and expiry for the adaptor as this was added to the cyclophosphamide yesterday or the day before. Please advise on next steps. Also staff are asking for education on how to filter if they continue to see this occur."